Event description:
It was initially reported that the annuloplasty ring was explanted due to an unknown reason. Reportedly, the ring was replaced with an edwards mitral valve, model number 6900ptfx/29mm. Follow up with the health care provider did not indicate why the device was explanted; however, the cause of the patient's death was attributed to left ventricular failure, myocardial infarction and congestive heart failure.

Manufacturer narrative:
Device not returned.